Manufacturer narrative:
Product event summary: the pscc100 pulseselect catheter with lot 0012913527 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment, an inverted array was observed, a kinked spiral array pebax tube was observed, and a twisted pebax tube was observed. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Verification of the steering mechanism was performed. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of the sliding mechanism was performed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. In conclusion, the reported inverted array was observed during testing. The catheter also failed the returned product inspection due to a kinked pebax tube and a twisted pebax tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, it was confirmed by fluoroscopy that the catheter shape had changed to an abnormal form while maneuvering the catheter in a narrow space during the approach to the right inferior pulmonary vein (ripv). It was noted that the catheter array flipped. The catheter was removed from the patient and an attempt to repair the catheter was made but it was unsuccessful. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.